Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked during priming of peritoneal dialysis therapy. This issue was identified when the patient opened the door of the amia cycler and noticed that there was fluid in the area where the cassette sits. The patient was advised to notify the peritoneal dialysis registered nurse. The patient would complete therapy performing continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.